Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. A manual injection was delivered to address bg.